Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that he had unexplained high blood glucose twice this month. Customer went to the emergency room and was hospitalized twice. Customer's blood glucose reading at the time of the emergency room visit was 704 mg/dl and the second time was over 600 mg/dl. Nothing further was reported.